Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited multiple noise episodes. A chest xray was performed and no there was no obvious sign of fracture. Isometric were performed and noise was able to be reproduced. No intervention was performed. The patient was in stable condition.